Manufacturer narrative:
After further review, it was determined that the serial number as reported by the customer (B)(6) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This review invalidates the serial number reported by the customer. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer (child) obtained unspecified lower sensor scans with the freestyle libre sensor. Customer experienced a loss of consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and received intravenous glucose, insulin injection, and unspecified tablets. Please note that the treatment of insulin is inconsistent with the reported diagnosis. The customer was hospitalized for three days. Additionally, sensor readings of 280 mg/dl, 72 mg/dl, and and 374 mg/dl were taken in comparison to hcp meter readings of 340 mg/dl, 174 mg/dl, and 374 mg/dl, however, it is unknown when these readings were taken in relation to the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer (child) obtained unspecified lower sensor scans with the freestyle libre sensor. Customer experienced a loss of consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and received intravenous glucose, insulin injection, and unspecified tablets. Please note that the treatment of insulin is inconsistent with the reported diagnosis. The customer was hospitalized for three days. Additionally, sensor readings of 280 mg/dl, 72 mg/dl, and 374 mg/dl were taken in comparison to hcp meter readings of 340 mg/dl, 174 mg/dl, and 374 mg/dl, however, it is unknown when these readings were taken in relation to the medical event. There was no report of death or permanent injury associated with this event.